Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery, when on transecting the lung tissue, there was a poor staple formation. There was a cracking sound during firing, and some of the staples were malformed. They used another device to complete the case. There was no patient injury.